Manufacturer narrative:
No testing performed because no sample was provided. The investigation of the complaint was limited because no sample was returned. It is suspected that the reported failure occurred during tracheostomy procedure due to contact with sharp edge, in conflict with instruction for use, as it was reported the issue occurred during use. If the product is returned, or additional information is received, the complaint will be reopened for further investigation. A lot history review revealed one customer complaint was received against affected lot number, but was not in relation with this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the doctor in the neurosurgery department found that the device's airbag was damaged while using it.